Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented for follow-up and the device could not be interrogated. The device was noted to be at eol. Premature battery depletion suspected. The device was explanted.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be with expected limits, but a rapid voltage drop to below the eol level was suspected to have occurred within a couple of months. The original battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the battery depletion was not determined.